Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with multiple shocks and anti-tachycardia pacing episodes that were appropriate. The right ventricular pace/sense impedance alert was noted due to low impedance. No intervention was performed. The patient was in a stable condition and will continue to be monitored.